Event description:
It was reported that the customer's insulin pump started beeping, and then she received a motor error alarm. The customer's blood glucose was 112 mg/dl. The customer saw a black dot on the screen of the insulin pump, and the battery life was empty. The customer changed the battery, and the insulin pump returned to normal. The customer rewinded the insulin pump, and the insulin pump was working fine. Customer stated there were no significant events leading up to the alarm. Troubleshooting was done. The customer was able to complete the rewind sequence. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.